Event description:
A report was received that a patient had her precision system explanted. The implanting physician stated that the patient was explanted due to sensitivity at the pocket site that was causing discomfort. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility.